Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hypoglycemia. Customer¿s blood glucose level was 54 mg/dl at the time of incident. Customer stated that the had site issue and was bleeding. Customer also stated that insulin delivery was suspended and the sensor glucose value was 89 mg/dl. Customer stated that the difference value between the blood glucose and sensor glucose level was 35. Customer stated the blood glucose have been between 40 to 70 points difference. The insulin pump will not be returned for analysis while the sensor will be returned for analysis.